Manufacturer narrative:
This incident was reviewed by our field service representative on 09/12/2021 and it was noted that the device stand applied pressure to the patient's foot, however, no injury resulted and therefore, no initial MDR was sent by neurologica. At the time of the event, the field service technician determined all the components were functioning correctly and the incident was a user induced issue. The user had kept the tracking key on, which resulted in the unintended component movement. The site technician was re-educated on the system's functionality and it was communicated that all components should be moved when the patient is not present, or the components have been moved to an area not affected by system movement. Based on the above narrative, samsung concluded this issue was a user induced incident and no further corrective measures necessary. Future service calls will be monitored for similar incidents.

Event description:
A customer medical device report (MDR) was received via neurologica on october 14, 2021. The MDR stated while the site technician was attempting to complete a procedure, the wall stand moved abruptly to the floor and pinned the patient's foot, resulting in injury.